Manufacturer narrative:
Correction : section h3: device evaluated by manufacturer : the device was returned but not yet received. Additional information section g5: the PMA/510(k) # code was not populated. The code is the following one:p130010_ p950029_p980049.

Event description:
Reportedly, on (B)(6) 2023, the helix of the vega r45 sn (B)(6) was tested before the insertion on the table, it was found that the extension length of the helix (screw) was short. The lead was not implanted and replaced by a new one.

Event description:
Reportedly, on (B)(6) 2023, the helix of the vega r45 sn: (B)(6) was tested before the insertion on the table, it was found that the extension length of the helix (screw) was short. The lead was not implanted and replaced by a new one.

Event description:
Reportedly, on (B)(6) 2023, the helix of the vega r45 sn (B)(6) was tested before the insertion on the table, it was found that the extension length of the helix (screw) was short . The lead was not implanted and replaced by a new one.